Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr), a lateral posterior prolapse, and calcification for a mitraclip procedure. During the procedure a mitraclip ntw was deployed, after the deployment a single leaflet deployment (slda) occurred and the clip was no longer attached to the anterior leaflet. A mitraclip nt was attempted to be placed to stabilize the mitraclip ntw, once placed the mean pressure gradient (mpg) increased to grade 4mmhg. The clip was removed from the patient and the mpg returned to 4mmhg. A mitraclip xtw was selected and implanted successfully to stabilize the mitraclip ntw. The final mr was grade 4. There were no adverse patient effects or clinically significant delays.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine the cause for the reported slda. The reported poor image resolution was due to imaging quality/equipment. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.